Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification with respect to the reported door not latching, which was not reproduced due to a constant load set message. The door not latching condition was confirmed through the event history log as door jammed messages. Evaluation found the cause to be a failed upper auxiliary link switch. The failed upper auxiliary assembly (including link switch) was replaced.

Event description:
It was reported that a spectrum pump's door is not latching. It was also reported there was no patient injury.